Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that post implant it was noted that a small amount of pericardial fluid was noted on the right atrial channel, thus a follow up took place one day before the normally scheduled day. Interrogation of the right atrial (ra) lead showed slightly higher pacing threshold and pacing impedance measurements. A possible ra lead dislodgment was suspected. The ra lead was reprogrammed and the patient will be monitored. No additional adverse patient effects were reported. Additional information noted that the field representative visited the hospital and noted that the patient was discharged as there was no symptoms of pericardial fluid.